Manufacturer narrative:
We checked the returned unit and confirmed that the ccd wire was broken. Based on the result, we concluded that it was caused due to the excessive shock applied on the ccd wire. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the forward body frame fluid damage, the up pulley wire fluid damage, the left pulley wire fluid damage, the mecha base plate fluid damage, the remote control wire fluid damage, the zoom motor fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the electrical connector fluid damage, the lg cable connector fluid damage, the shield cover fluid damage, the light guide fiber bundle (lcb) broken, the control knob pivot corroded, the receptacle corroded, the ccd driver pcb corroded, the glass rod corroded, the operation channel leak, the operation channel cut, and the remote control button disinfections damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).